Event description:
Stopped functioning after implantation. It appears the devices were revised as they are being returned for investigation.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation it was noted that the position of the cam when valve was received was 30mmh2o. The valve was visually inspected; needle holes in the needle chamber were noted. The valve was irrigated with purified water; no occlusion was noted. The bactiseal catheters were irrigated with purified water, no occlusions were noted. The valve was dried. The valve was leak tested. Leaks were noted form the needle holes in the needle chamber. The valve was tested for programming. The valve passed the test. The siphon guard was removed. The valve was then pressure tested. The valve failed the test. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, and on the base plate. The root cause of the programming problem is due to biological debris found on the spring, on the spring pillar, on the cam mechanism, on the cam mechanism pillar and on the base plate. No defects found with the catheters. Review of the history device records confirmed the valve, product code 82-3184 with lot number crcczr, conformed to the specifications when released to stock on the 28th march 2014. Review of the history device records confirmed the catheters, product code 82-3072, with lot number crgcw6, conformed to the specifications when released to stock on the 10th june 2014. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.